Event description:
The manufacturer received information alleging a ventilator was receiving power but not powering on. There was no harm or injury reported. The device was returned to the manufacturer for evaluation and the customer¿s complaint was not duplicated, however, it was noted that the device¿s screen did not turn on when the device was powering on. The device¿s display board and display was replaced to address the issue. During the evaluation, the device failed test steps. The device¿s 3 way solenoid valve and proportional valve were replaced to address the issues. In addition of the above evaluation, the device's the unit's software was not being detected when trying to run diagnostics. Replaced board due to no software being detected. The device's filter cover and rear cover were replaced due to physical damage. Software upgraded to the current version (1.05.06.00).